Manufacturer narrative:
(B)(4). Evaluation summary. Reportedly, the catheter was pressurized above rated burst pressure (rbp) to 20 atmospheres (atm). It should be noted that the product instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of balloon (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. In this case, inflating the balloon catheter beyond its specified rbp of 14 atm may have contributed to the experienced rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since the catheter was initially pressurized twice without incident and there were no leaks during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as heavily calcified and may have contributed to the experienced rupture. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the calcified lesion such that upon a third inflation attempt, the balloon ruptured. Ultimately, return of the stent delivery system (sds) may have aided the evaluation in determining a cause for the reported difficulty. Based on the information received with this reported event, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery intervention, in a heavily calcified lesion, after balloon dilatation with 2 different non-abbott balloons and during the third inflation at 20 atmospheres for 20 seconds with a trek balloon, the balloon ruptured and tore. There was no adverse patient sequela reported. There was no additional information provided.